Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome as well as spinal pain. Consumer reported the connector pin broke off and was stuck in the recharger (insr) and they could not remove it. Patient reported this happened either in (B)(6) or (B)(6), but now they can't charge their ins and was in pain because it was not charged. No further complications reported/anticipated.